Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reportedly, patient was admitted for re-intervention on nov 13th 2014. Pacing checks that were performed before intervention showed stable v lead impedances in both unipolar and bipolar configurations. Venogarm taken before intervention showed that the vein carrying the a and v leads was totally occluded. Fluoro image did not reveal any potential connection issue, neither in atrial nor in ventricular channel. Decision was made to reschedule atrial lead repositioning (postponed to 2015).

Event description:
Abnormal ventricular lead impedance variations were reported (up to over 3000 ohms), associated with ventricular threshold variations. Loss of atrial capture was also reported. Re-intervention has been scheduled in order to check leads integrity and their proper connection to the pacemaker. Preliminary analysis of programmer files has been requested prior to re-intervention. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention, so as to check the integrity of the pacing system).

Manufacturer narrative:
Update: the device was explanted on (B)(6) 2015 and will be returned for analysis.

Event description:
Abnormal ventricular lead impedance variations were reported (up to over 3000 ohms), associated with ventricular threshold variations. Loss of atrial capture was also reported. Re-intervention has been scheduled in order to check leads integrity and their proper connection to the pacemaker. Preliminary analysis of programmer files has been requested prior to re-intervention. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention, so as to check the integrity of the pacing system). The subject device was explanted and is returned for analysis.

Event description:
Abnormal ventricular lead impedance variations were reported (up to over 3000 ohms), associated with ventricular threshold variations. Loss of atrial capture was also reported. Re-intervention has been scheduled in order to check leads integrity and their proper connection to the pacemaker. Preliminary analysis of programmer files has been requested prior to re-intervention. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention, so as to check the integrity of the pacing system). The subject device was explanted and is returned for analysis.

Event description:
Abnormal ventricular lead impedance variations were reported (up to over 3000 ohms), associated with ventricular threshold variations. Loss of atrial capture was also reported. Re-intervention has been scheduled in order to check leads integrity and their proper connection to the pacemaker. Preliminary analysis of programmer files has been requested prior to re-intervention. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention, so as to check the integrity of the pacing system).

Event description:
Abnormal ventricular lead impedance variations were reported (up to over 3000 ohms), associated with ventricular threshold variations. Loss of atrial capture was also reported. Re-intervention has been scheduled in order to check leads integrity and their proper connection to the pacemaker. Preliminary analysis of programmer files has been requested prior to re-intervention. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention, so as to check the integrity of the pacing system).